Event description:
It was reported that this patient was seen for a routine follow-up appointment, where this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Potential premature battery depletion was suspected. Over-sensing as a result of the switch to unipolar sensing occurred, resulting in pre-syncope and dizziness. As the patient was therapy dependent, they were hospitalized pending surgical intervention. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This crt-p is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific confirmed the clinical observation of this device operating in safety mode. However, the root cause of the safety mode was unable to be determined, as the device operated normally within a laboratory setting. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. When interrogated, this device was confirmed to be operating in safety mode, however, a complete memory analysis was unable to be performed. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. Therefore, despite a thorough analysis, the cause of the safety mode reversion cannot be established. Device risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information the root cause of the reported clinical observation of safety mode cannot be established, as this device functioned normally during laboratory testing.

Event description:
It was reported that this patient was seen for a routine follow-up appointment, where this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Potential premature battery depletion was suspected. Over-sensing as a result of the switch to unipolar sensing occurred, resulting in pre-syncope and dizziness. As the patient was therapy dependent, they were hospitalized pending surgical intervention. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This crt-p has been received for analysis.